Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not pass stand alone mode. The reported issue occurred after transporting and reconnecting the imaging system to the viewing station of the imaging system. Restarting the viewing station of the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.